Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist's notes indicated that after taking xrays, it was recommended to stop the byte treatment due to over and cross-bite, as well as teeth clenching concerns. In person orthodontia treatment recommended instead.